Manufacturer narrative:
Attempts to obtain information were made to see if the speaker produced sound at the time the issue was reported, but no further information was received. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, during the start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated information: box d: serial number; UDI. Box h: manufacture date.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e:(B)(6).

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that there was a speaker failure. It is unknown at this time, if the speaker would not produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.